Event description:
The customer reported that the system displayed generator and footswitch error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the workstation and the c-arm power supplies as well as adjusted both the voltages. The system was tested and found to be working as intended and put back in service.